Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the patient's healthcare coordinator called to report that the patient had been experiencing pain at the incision site of the stimulator and that the pain was pulsating non stop. The caller stated the pain had been there since yesterday and that they had done some diagnostics with the patient and spoke with the healthcare provider and the health care provider (hcp) had told the caller to call manufacturer to check the ins. Caller also stated that the patient had just had their ins checked about 30 days ago ((B)(6) 2024) and at the time they were told the battery was near its end of life. Caller stated the representative was there at that appointment and that they told the caller and patient at that appointment that the patient had anywhere between a month -15 months left with the current ins and it was recom mended that the patient have the battery changed at 6-9 months from then. Caller stated the patient called them yesterday when the pulsating started and rated their pain as an 8. Caller stated they'd done some diagnostics on the implant and was able to connect to see the patient's settings. Caller confirmed there was no low battery sign at this time. Caller stated they'd experimented with increasing/decreasing the stimulation and the patient wasn't feeling the stimulation at all but the patient felt the pulsating at the ins site with the ins on or off. Caller stated the patient had several falls in the last year and a half and that the last one had been 3 months ago. Caller asked patient on the call if the patient had fallen yesterday and that led to the pulsating and the patient denied having fallen yesterday. Agent  reviewed with the caller that it was possible the pulsating the patient was experiencing was related to the implanted system being near the end of life and caller also speculated that a fall could have caused the patient to feel the pulsating based on the positioning of the implant in the pocket but they weren't sure. Caller connected to the patient's settings on the call and the caller turned the ins off and the pulsating still continued for the patient. Agent redirected the caller and patient to follow up with the health care provider and provided the national answering services number to page a rep if they needed the ins system to be checked. Caller was going to follow up with the patient's hcp to have the implanted system checked. They were going to leave the ins off in the meantime.